Event description:
It was reported that the patient underwent a spinal procedure. It was reported that the pituitary's jaws were jagged. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for evaluation. Visual and optical examination identified jaw damage on both the upper and lower jaws; the nature location, and direction of the damage suggest excessive rotational force. The above observations are consistent with inappropriate surgical technique, resulting in the foregoing event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.